Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 814:01 on channel a. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This device is an unremediated colleague pump with a user interface module software version of 5.03.00. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was identified to be due to depleted main batteries. To correct this condition, the main batteries and the battery harness were replaced. If any additional information is received, a follow up will be sent.